Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) was in rom mode. The lp was successfully restored. There were no patient consequences.

Manufacturer narrative:
The reported complaint of rom mode was confirmed based on the system log. The log data suggests that the user accidentally selected the aveir dr application when interrogating the aveir vr leadless pacemaker. This resulted in an unexpected firmware upgrade from 19.5.0 to 19.12.0. The user made several attempts due to telemetry challenges before finally succeeding in the firmware upgrade. The programmer software behaved per design and putting leadless pacemaker in rom mode is part of the firmware upgrade workflow.